Event description:
A report was received that the pt was experiencing a lot of pain at the implant site. Upon observation, it was noted by the physician that the pt's suture sleeve was eroding through the skin. The physician re-stitched the suture sleeve deeper, which resolved the pain issue.